Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and low sensing amplitude. The physician explanted and replaced the rv lead on (B)(6) 2022. During explant, physician noted that the helix would not retract. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while high threshold and low sensing were not conformed. As received, a complete lead was returned in one piece with the helix fully extended and extension length was within specification. After cleaning and by applying toque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts.